Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. The lesion being treated was located in the distal left anterior descending artery. The physician implanted a taxus express2 stent of unknown size in the lesion. In (B)(6) 2010, the patient was found unconscious at home and transferred urgently to a facility, cardiopulmonary resuscitation was performed; however, the patient expired. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).